Event description:
(B)(4). Migraines, weight gain, hair loss, chronic back and leg pain, chronic pelvic pain, heavy heavy periods with severe cramping, anemia due to heavy periods, heart attack, inability to fight infection, blood transfusion, iron infusions, gastrointestinal issues.

Event description:
#Medwatcher #followup1 #fdamw5041285 #(B)(4) also diagnosed with degenerative arthritis, pre-diabetes, hypothyroidism, blurred vision, chronic fatigue and body aches, abnormal blood clotting and breast health issues.

Event description:
#Medwatcher #followup2 #fdamw5041285 #(B)(4) ref#(B)(4) lot#626287.